Event description:
It was reported the touch pen was out of calibration and lost button press during threshold test. The technical consultant showed the clinical specialist how to calibrate the touch pen. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.